Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: was the bleeding mentioned a measurable amount and if so how many cc's? Did the patient require blood products and if so how many units? Did the device deliver a scissored clip which cut the structure? How was the bleeding controlled? Did the device deliver a properly formed clip which cut the structure? Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? (If yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firing.) How was the structure repaired?

Event description:
It was reported that during an unknown procedure, the clip applier cut the vessel as opposed to ligating it resulting in bleeding. Device has been discarded.